Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 24th june, 2022 getinge became aware of an issue with one of our surgical lights ¿ volista standop. As it was stated, the seal detached from lighthead. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Event description:
On 24th june 2022, getinge became aware of an issue with one of our surgical lights ¿ volista standop. As it was initially stated, the seal detached from the headlight. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. According to the information provided by the service technician, the issue has been repaired by reinstallation of the headlight¿s seal to the proper position. Afterwards, further analysis of the claimed issue and all available details was performed. Based on the conclusions from the analysis it was established that the seal has not fully detached from the headlight, but only it was only improperly positioned at one side of the headlight. Therefore, the initially considered potential risk of contamination can be excluded in such scenario. Having in mind the full picture of the situation described, the issue is no longer considered as safety related.

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ volista standop. As it was initially stated, the seal detached from the headlight. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. According to the information provided by the service technician, the issue has been repaired by reinstallation of the headlight¿s seal to the proper position. Afterwards, further analysis of the claimed issue and all available details was performed. Based on the conclusions from the analysis it was established that the seal has not fully detached from the headlight, but only it was only improperly positioned at one side of the headlight. Therefore, the initially considered potential risk of contamination can be excluded in such scenario. Having in mind the full picture of the situation described, the issue is no longer considered as safety related. During the investigation, and review of the risk analysis file it was established that such case is not safety related, did not lead to serious injury in the past and during reoccurrence, it is not likely to lead to serious injury or worse. It was established that when the event occurred, the device did not meet its specification, due to partial removal of the headlight¿s seal and it contributed to the event. It was established the device was not being used for the patient¿s treatment when the event occurred. When reviewing customer product complaints for this type of issues we were able to establish that the received incident is occurring at a very low ratio for the same device type. A root cause analysis was performed by the manufacturer¿s subject matter expert and it was concluded with the potential cause of the issue. The peripheral seal is caught between the cover and the underside, and cannot come off by itself. Abnormal use or an external intervention is probably the cause of the partial removal. In case of detachment on one side, the seal remains attached to the light head and cannot fall. We believe that currently and overall, the related devices are performing correctly in the market with regards to the reported issue. The correction of b5 describe event or problem field deems required. This is based on the additional information that has been received. Previous b5 describe event or problem. On 24th june, 2022, getinge became aware of an issue with one of our surgical lights ¿ volista standop. As it was stated, the seal detached from lighthead. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event or problem. On 24th june 2022, getinge became aware of an issue with one of our surgical lights ¿ volista standop. As it was initially stated, the seal detached from the headlight. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. According to the information provided by the service technician, the issue has been repaired by reinstallation of the headlight¿s seal to the proper position. Afterwards, further analysis of the claimed issue and all available details was performed. Based on the conclusions from the analysis it was established that the seal has not fully detached from the headlight, but only it was only improperly positioned at one side of the headlight. Therefore, the initially considered potential risk of contamination can be excluded in such scenario. Having in mind the full picture of the situation described, the issue is no longer considered as safety related.